Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. It was discovered that device exhibited high impedance measurements. A chest x-ray was performed which revealed that the lead pin was not aligned in the header. On (B)(6) 2016 the patient underwent a device revision procedure, where it was discovered that the screw was loose. The physician tightened the loose setscrew and normal impedance measurements were noted. The pocket was closed and the patient was in stable condition post surgery.